Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred during the week of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system 3-port manifold sets leaked and fell apart. This was further described as ¿the fluids were leaking out of the extension tubing onto the floor, and onto the patient¿s gurney and or table¿. It was stated that ¿the leaks were coming from where the anesthesia extension tubing connects and many times the tubing just fell apart¿. This was identified during patient infusions. There was no patient injury or medical intervention associated with these events. No additional information is available.